Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump. Reportedly, the customer stopped and restarted the sensor session, and the transmitter successfully resumed connection. No additional patient or event information was available.